Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. As a result of this products return, a visual and functional analysis were completed on the programmer. No damage observed in the visual analysis would be grounds for failure or return. The device passed both the baseline and system functional test, indicating no identifiable issue with returned programmer. During internal analysis it was discovered that the connector j89 was damaged. Confirmed defective carrier board. And also jp3 connector was damage. Confirmed defective patient board.

Event description:
It was reported that the touch screen on this programmer was not responding when attempting to go to the threshold screen during a case. The programmer was rebooted and everything worked. No adverse patient effects were reported. The programmer was then returned and analyzed.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; error codes d61a0, fad4e, 9f000 were confirmed in the memory log files. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during threshold testing. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related. Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. As a result of this products return, a visual and functional analysis were completed on the programmer. No damage observed in the visual analysis would be grounds for failure or return. The device passed both the baseline and system functional test, indicating no identifiable issue with returned programmer. During internal analysis it was discovered that the connector j89 was damaged. Confirmed defective carrier board. And also jp3 connector was damage. Confirmed defective patient board. Ted.

Event description:
It was reported that the touch screen on this programmer was not responding when attempting to go to the threshold screen during a case. The programmer was rebooted and everything worked. No adverse patient effects were reported. The programmer was then returned and analyzed.